Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit was damaged during transport between mainland portugal and the hospital in ponta delgada in the azores. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse stated that the main broken part ,chassis is no longer supplied from the factory as the cs100 has been discontinued. The unit will be taken out of service. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
Due to character restrictions initial reporter address: hospital (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) unit was damaged during transport. There was no patient involvement.